Manufacturer narrative:
New information: updated event description in (b5) with new information. Updated device problem code in (h6). Investigation complete: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Event description:
The customer stated that pcr confirmation testing was performed and generated a negative result. Due to this new information, the initial report will be changed from conflicting result to false positive result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported an unspecified quanity of conflicting results with the ID now covid-19 assay. The customer reported positive results with the ID now covid-19 assay. Repeat testing was performed with a different ID now covid-19 assay and that generated negative results. Although requested, additional information, including patient treatment and outcome was not provided.